Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for the lead replacement procedure. Noise was detected on both atrial and right ventricular leads resulting in auto mode switch episodes and noise reversion episodes. Both leads were capped and replaced on (B)(6) 2018. The asymptomatic patient tolerated the procedure well, and will continue to be monitored.